Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Patent also had another device implanted. The device history record (DHR) review was completed, and there was no nonconformance found related to this event. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Event description:
It was reported that the patient has expired, due to unknown reasons. No further details were provided. The date of patient's death and implant duration are unknown.